Event description:
A customer reported that the adc device detached prematurely. As a result, the customer experienced shaking and a seizure, however, the customer reported being able to self-treat with honey and oral medication (unspecified) in the leg, a seizure, and a loss of consciousness and was unable to self-treat. The customer further reported that their blood glucose was at 6.8 mmol/l and had contact with a nurse, but no additional treatment was provided. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message with the adc device. As a result, the customer experienced symptoms of shaking and a seizure. The customer reported being able to self-treat with honey and oral medication (unspecified). The customer further reported that a blood glucose result of 6.8 mmol/l was obtained by a nurse but no additional treatment was provided. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section b5 was incorrectly documented in the initial MDR report. This section has been updated.